Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The insertion site was abdomen. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of emergency room (ER) stay was for 1 day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010957, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010957. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010957 was manufactured according to the work instruction (wi) version 120 and manufactured in the inset 9 l1101 on 08-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: malfunction codes which do not require testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.